Event description:
Failure code 5335:320:844 was found in the pump's event history during product evaluation. It is unknown when his occurred or if there was any patient injury or medical intervention necessary. No additional information is available.